Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. The manufacturer received information alleging a ventilator inoperative error code was discovered in the bipap a40 pro device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. During the evaluation of the bipap a40 pro device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's main pca board `needs to be replaced to address the issue. No repairs were performed. The device was scrapped.